Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. No other accessories were returned. Visual inspection revealed that there were kinks visible at the base of the sheath hub and in the middle portion of the sheath. Functional testing was conducted. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock was closed, and the air pressure was increased to 4.3 psi. The setup was submerged under water for approximately 30 seconds. No air bubbles were observed forming around the assembly. A dilator for investigational purposes was then partially inserted into the sheath. This assembly was submerged in water, and bubbles were detected for up to 30 seconds. The dilator was removed, and the assembly was submerged. No bubbles were observed. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. Discoloration on the valve was evident, indicating an off-center indentation in the valve. The inner lumen of the hub was inspected for any anomalies and none were present. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the the off-center indentation may have contributed to the leakage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender valve leaked. The procedure was a right radial catheterization case. There was a 6fr jr catheter in and then it was exchanged with a 260cm j wire for a 6fr xb3.0 guide catheter. When the 6fr xb3.0 was removed the sheath pulled back into the hub of the sheath and passed the ccv as the guide cath was removed. Blood from the radial artery shot out of the valve and the sheath was quickly removed and a vasc band was placed on the access site. The patient had cad (coronary artery disease) and htn (hypertension). The patient was reported to be fine. Additional information was received on march 14, 2019. Blood loss was less than 250cc. The physician placed his thumb over the artery site and quickly removed the devices to apply vasc band at the access site. The patient condition is stable. The radial catheterization case was successfully completed, and when the devices were removed no issue occurred.